Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension and a cardiac tamponade was diagnosed through a echocardiography(ECG). Intervention was unknown at this time. The procedure was completed with cryo. Also, the patient was hospitalized with recovery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned; however, the files were corrupted and could not be analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.